Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation duplicated the user's report of an intermittent image difficulty, but was unable to confirm the presence of moisture on the objective lens. There was evidence of corrosion in the electrical connector, scope connector, and body control unit, likely due to user mishandling, as the device passed leak testing. The fluid invasion appeared to have damaged the charge-coupled device (ccd) unit, and resulted in the video image difficulty. Additionally, there was a crack found on the light guide lens due to physical damage. Further, there were non-olympus repairs noted on the insertion tube, insertion tube protector boot, flexibility adjustment ring, light guide tube, c-cover, and the right/left angulation control knob. This report is being filed as an MDR in an ambulance of caution.

Event description:
The user facility reported that during a therapeutic colonoscopy, when the physician was utilizing biopsy forceps, intermittent horizontal lines displayed on the monitor, following an intermittent green video screen with no visible video image. In addition, the user facility reported that the device had moisture on the objective lens. The procedure was completed with a different, but similar device. There was no patient injury and no further information was provided.